Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a cystocele repair procedure. On the first firing of the capio device in an attempt to throw the leg assembly through the patient's right sacrospinous ligament, the needle detached inside the patient. The physician attempted unsuccessfully to locate the needle by palpation. He felt that although the needle could not be retrieved, the patient would just pass it naturally through her body. The physician completed the procedure with another uphold vaginal support system. There were no other complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).